Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to have reverted to a safety mode status. This device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to have reverted to a safety mode status. This device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to include updates fields b1 adverse event/product problem, b2 outcomes attrib to adv event, and h2 type of reportable event fields.